Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Catheter was prepped as per the company protocol. The scrub tech said it felt normal when he loaded the guidewire and tested deployment. During the case the physician ablated the left superior pulmonary vein (lspv), when in flower position he went to withdraw the guidewire to move catheter to left inferior pulmonary vein (lipv). It was noted that the guidewire was difficult to retract. We thought that it may be due to tissue entrapment, so he attempted to advance guidewire to get rid of possible entrapment. Guidewire however could not be advanced. At this point the physician pulled the entire guidewire out of the system and it was making a noise as he pulled like something was catching on the wire in the handle area. Wire was very difficult to remove. Once the wire was out a brand new rosen wire was handed off and the physician attempted to insert the new wire. It would only travel a few inches into the handle before it became impossible to advance. At this point a new catheter was opened and the case completed with the new catheter, no further issues and no patient issues to report. It was thought that the guide wire could not be retracted due to tissue entrapment. Guidewire was advanced forward but was difficult to advance. At this point the physician pulled the guidewire completely out of the catheters to inspect the wire. Nothing obviously wrong was noted on the wire. We opened a new rosen wire and this one could not be advanced through the lumen of the catheter. None of these solved the issue. Only catheter replacement solved the issue. No patient complications occurred. Procedure completed using an alternate device. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, it was noted the catheter was returned with the guidewire still inserted through the device. Visual inspection of the device noted no abnormalities. An attempt to withdraw the inserted guidewire was unsuccessful during functional testing. Dissection of the catheter revealed kinking of the guidewire lumen just outside the inner hypotube. The reported stuck guidewire event was confirmed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Catheter was prepped as per the company protocol. The scrub tech said it felt normal when he loaded the guidewire and tested deployment. During the case the physician ablated the left superior pulmonary vein (lspv), when in flower position he went to withdraw the guidewire to move catheter to left inferior pulmonary vein (lipv). It was noted that the guidewire was difficult to retract. We thought that it may be due to tissue entrapment, so he attempted to advance guidewire to get rid of possible entrapment. Guidewire however could not be advanced. At this point the physician pulled the entire guidewire out of the system and it was making a noise as he pulled like something was catching on the wire in the handle area. Wire was very difficult to remove. Once the wire was out a brand new rosen wire was handed off and the physician attempted to insert the new wire. It would only travel a few inches into the handle before it became impossible to advance. At this point a new catheter was opened and the case completed with the new catheter, no further issues and no patient issues to report. It was thought that the guide wire could not be retracted due to tissue entrapment. Guidewire was advanced forward but was difficult to advance. At this point the physician pulled the guidewire completely out of the catheters to inspect the wire. Nothing obviously wrong was noted on the wire. We opened a new rosen wire and this one could not be advanced through the lumen of the catheter. None of these solved the issue. Only catheter replacement solved the issue. No patient complications occurred. Procedure completed using an alternate device. The device is expected to be returned.